Event description:
Complainant stated that his son was placed on an extracorporeal membrane oxygenation device (ECMO) during his stay at the hosp. Complainant stated the machine damaged the child's only kidney. He also stated that the device is experimental and he was coerced into signing the consent form, which allowed the doctors to place pt on the ECMO machine. Pt was born on 1/7/96 since he was breech, an emergency cesarean section was performed. He was examined approx one hour after birth by the pediatrician, who stated he was a healthy baby. Approx five hours after birth the nurse noted complications, in pt's left lung. On 1/8/96 at approx 5:00 pm, the resident on call, asked complainant to sign a consent form. Complainant claims he was not given the entire consent form and was only given the pages that needed his signature. He stated he was told by the dr that if he did not sign the consent form, the hosp would get a court order to place pt on the ECMO machine. Complainant stated the dr said he could not answer any questions concerning the ECMO machine because this was a medical emergency and he had to place pt on the ECMO machine immediately or he would die. Complainant stated pt did not receive the surgery to place him on the ECMO machine until three hours after he signed the consent form. Pt was placed on the ECMO machine on 1/8/96 and was taken off the machine on 1/14/96. Complainant stated the nurse stated pt was taken off the ECMO machine because he had hemorrhaged from the brain and kidney. On 1/17/96, complainant went to visit the pt in the hosp and the kidney specialist, stated he had three days to live. On 1/19/96 pt was transferred to another hosp. On 2/2/96, pt came home from the hosp. Complainant stated he is currently stable, but will have to have a kidney transplant when he reaches 20 lbs. (*)